Event description:
Pt mentioned they had a spinal cord stimulator(scs) implanted through boston scientific and the pt had a spinal fusion procedure on (B)(6) 2013. The boston scientific scs was explanted during the procedure and then the pt noticed pain in legs after the procedure. Reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).